Manufacturer narrative:
In order to repair the device the dealer opted to purchase an avea upgraded kit which includes a gas delivery engine, user interface module and power supply. Carefusion issued a return goods authorization (rga) number to the foreign distributor for the return of the alleged faulty component for evaluation. As of april 3, 2015 the alleged faulty component has not been received. Should the alleged faulty component be received and evaluated, a follow-up medwatch report will be submitted.

Event description:
A dealer in guatemala reported that according to a report received from the end-user the ventilator started to auto cycle before getting a vent inop alarm. The dealer reported that there was no patient harm.

Manufacturer narrative:
The carefusion failure analysis engineer evaluated the gde which was received for investigation with the top metal plate having liquid ingress and being very dirty and the power driver pcba physically damaged. After installing the assembly onto gde test fixture it was powered on. The gde was in a venti-inop state and after reviewing the error log the calibrations for the blended gas, air inlet and o2 inlet's were found to be off. Was able to calibrate the blended gas xdcr fine however both the air and o2 inlet xdcr would not change with added pressure. Replaced the air and o2 inlet pcba's and this corrected the calibration issue. Cycled the power and the assembly did not go inop immediately, the assembly would autocycle then go vent-inop. After again reviewing the error log a hssc comm fault was recorded and was caused by the power driver most likely caused by mishandling of the power driver pcba as it was found with a bent metal plate and physical damage to it and is considered an isolated incident. After replacing the power driver pcba with a known good corrected the vent-inop condition but there was still an autocycle. After further visual inspection found the patient outlet extremely loose and after replacing this assembly it corrected the autocycle issue. Findings/root cause: the autocycling issue was caused by a poor seal of the patient outlet to the inspiratory flow sensor. The vent-inop issue was caused by a physically damaged/mishandling of power driver pcba.